Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 407 mg/dl. The customer reported sensor glucose level of 76 mg/dl and blood glucose levels being off. The blood glucose level at the time of the event was 177 mg/dl. The customer had no symptoms. The customer treated for the high blood glucose level with the insulin pump 2.5 units. The customer declined troubleshooting. The insulin pump will not be returned for analysis.